Event description:
Patient called lfs on 04/15/03 alleging their ot ultra meter would not countdown to a result after a sample is applied. Patient stated that it has caused patient harm because patient doesn't feel right. The symptom patient reported was that patient had no energy. No medical intervention or treatment reported. The issue was not resolved with troubleshooting. No further information was reported.